Event description:
Attorney reported: pt sustained injury and damages associated with his use of defective product, bard composix e/x mesh patch. Specifically, as a result of having the bard composix e/x mesh patch implanted in pt, pt suffered disabling pain and required surgical intervention.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 225 mg/dl, 105 mg/dl, 91 mg/dl, and 96 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.